Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, perforation of the aortic wall by calcification in the commissure between the right coronary and non-coronary sinus was a likely contributing factor for the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), a 29mm sapien 3 valve was implanted with 2ml less than nominal inflation volume in the aortic position by transfemoral approach. After removal of the temporary pacemaker, the patient suffered a cardiac tamponade with cardiac arrest. Resuscitation maneuvers and intubation were performed. Pericardiocentesis was performed which resolved the tamponade. In the following three and a half hours, the patient remained in precarious hemodynamic balance and needed blood aspirations from the pericardium. A subxiphoid incision was made to evacuate the pericardium. Two sources of bleeding were identified in the right ventricle due to the pericardiocentesis needle, which were corrected with pledgets. During the operation, tee showed evidence of a pulsed hematoma at the junction between the right coronary and non-coronary sinus. This pulsed hematoma was caused by a perforation of the aortic wall. Due to the precarious hemodynamic equilibrium of the patient, a sternotomy was not performed and the patient passed away due to an annular rupture. As per medical opinion, the cause of annular rupture was the presence of a calcification in the commissure between the right coronary and non-coronary sinus that, during the inflation of the valve, contributed to the perforation of the aortic wall. The patient¿s native annulus measured 535mm2, the native leaflets were moderately calcified, and the native annulus and aortic root had no calcification.